Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation and repair. It failed power on self-test (post). The splash screen would not clear, and there were no alarms generated. The printed circuit board assembly (pcba) was visually inspected, and no anomalies were found. The se ordered the replacement for the single board computer (sbc), and is waiting its arrival to repair the unit. The customer reported malfunction was verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when turning on the power to a ventilator, the screen would get stuck. A forced shutdown was performed to power off the ventilator. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.